Manufacturer narrative:
A chest x-ray was completed and the patient will continue to be followed. The available information suggests this lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this left ventricular (lv) pacing lead exhibited loss of capture. High out of range pacing impedance measurements were also observed. The lv lead was programmed off and the device was reprogrammed to restore the patient's intrinsic rhythm. The patient had experienced increasing dyspnea with usual activity.